Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that one of their crowns had broken off and fell out while wearing aligners. The patient had the crown re-cemented and it was recommended to them by the dentist to not continue aligner treatment. The patient now fears more issues will arise with their crowns and previous root canals. They do not wish to continue treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.